Manufacturer narrative:
Section d3 fax number updated. Section h6 coding updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. Based on the data analysed, the mlc leaves were in the appropriate positions when treatment was delivered for field 1 and field 2. However, it appears that field 2 was incorrectly associated with this treatment as the patient was undertreated by 4.3 mu. Both elekta and the customer have been unable to reproduce the issue. This appears to be a one-time occurrence and the cause is unknown and elekta are therefore unable to determine a root cause for the problem. Based on the available information, elekta physics have assessed the underdose to the patient would be negligible. No remedial treatment was required.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a patient had anterior and posterior beams. The site did a cbct which ended at 180 deg. The user selected the posterior beam and the system went to 0 deg where the beam was delivered.